Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating with external devices several years ago (exact event date is unknown). In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.